Manufacturer narrative:
Evaluation results: patients condition affected the effectiveness of the device ( 90% stenosis in lesion). Deformation problem (stent deformation). Inherent risk of procedure (stent deformation). Conclusion results: device failure related to patient condition ( 90% stenosis in lesion). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
It was reported that the physician was attempting to treat a lesion in the rca that exhibited 90% stenosis. During the surgery, the lesion was pre-dilated but the device failed to cross the lesion. The device was prepped before use with no issues reported. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be damaged. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was flared. There were numerous bends visible along the hypotube. A number of struts were raised on the 11th proximal stent segment. The 10th to the 15th proximal segments were pinched and slightly flattened. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).